Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient observed two pump stoppages on (B)(6) 2018 while connected to patient cable and power module. Patient was briefly symptomatic with pump stoppages. Vad function restored without patient or spouse intervention. Technical services reviewed the submitted log files, and pump stoppages were confirmed, and a speed drop lower than low speed limit occurred on (B)(6) 2018. No visible trauma or damage noted to the external portion of driveline. The x-ray result did not show any overt signs of damage to driveline. Technical services performed a distal end percutaneous lead (driveline) replacement.

Manufacturer narrative:
The patient was discharged from the hospital on (B)(6) 2018 and remains ongoing on vad support with no further issues reported. Review of the patient¿s submitted log file confirmed pump stops and low speed operation, however, a specific cause could not be conclusively determined during the evaluation of the returned driveline. The patient reportedly was using an ungrounded patient cable. The patient denied any trauma to the driveline or any significant weight gain in recent months. X-rays were submitted for review and appeared unremarkable. Technical service personnel performed an external driveline repair on (B)(6) 2018. The replaced portion of the driveline was returned measuring approximately 22¿. The outer silicone jacket and bionate layer appeared unremarkable. There was minor breakdown in the metal braided shield at approximately 12.25¿ and 14.5¿ from the distal end metal connector. The driveline was tested for continuity and did not reveal any discontinuities or shorts. Examination of the underlying wires under a microscope did not reveal any insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.